Event description:
It was reported that the patient was implanted a dynesis component (exact catalogue number unknown) on (B)(6) 2013. It was reported that the patient underwent a revision surgery on (B)(6) 2015 due to audible clicking and failed posterior fusion at l2 on the right side. It was reported that during the revision surgery, a blackened tissue appeared in the area of the poly head at the top of the l2-l5 construct. The poly head was disassociated from the shank of the screw. Metal shards were found loose inside the screw head. It was further reported that MRI showed an apparent lucency and a halo effect surrounding the l2-pedicle screw on the right.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot number was provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
Additional: a technical investigation was not possible to be performed, as the device is not at hand for investigation. No x-rays or surgical reports were provided for review. According to patient data provided, the patient is obese ((B)(6) pounds) and his bmi is high ((B)(6)). It is possible that the device experienced higher post-operative forces due to this patient condition. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).